Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The customer noted air bubbles in the tubing and was able to purge them out. The blood glucose ran as high as 600 mg/dl. The customer had been treating with the insulin pump and was advised by a health care professional to treat with a manual injection. The drive support cap appeared normal and recessed. No air bubbles or leaks were observed from the tubing and the insulin did exit with a manual prime. The time and date were correct and the basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer stated that she saw blood when removing the old site and that the site appeared infected. The customer was advised to follow up with a health care professional regarding treatment for the infection. The insulin pump was not replaced or returned.